Event description:
Customer called in to order emergency supplies. During the call, the customer reported experiencing high blood glucose between 400 and 500 mg/dl. Customer stated that her blood glucose was high due to having gout on her foot. Customer declined troubleshooting and stated that she felt fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.